Event description:
It was reported that a balloon leak and rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the transparent agent in the balloon leaked out, and it could be found that the root part of the balloon ruptured when pressurized with saline outside the patient. There were no complications reported, and patient is stable post procedure. It was further reported that the 70 to 99% stenosed coronary artery was moderately calcified. The balloon ruptured upon first inflation at 6 atm. The device was completely removed along the guidewire after negative pressure, and procedure was completed using another of the same device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon leak and rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the transparent agent in the balloon leaked out, and it could be found that the root part of the balloon ruptured when pressurized with saline outside the patient. There were no complications reported, and patient is stable post procedure. It was further reported that the 70 to 99% stenosed coronary artery was moderately calcified. The balloon ruptured upon first inflation at 6 atm. The device was completely removed along the guidewire after negative pressure, and procedure was completed using another of the same device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 2mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The bumper tip showed no signs of distal tip damage. Functional testing was performed by attaching the device to an inflation unit and the balloon was observed to have a pinhole leak. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon leak and rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the transparent agent in the balloon leaked out, and it could be found that the root part of the balloon ruptured when pressurized with saline outside the patient. There were no complications reported, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university. E1 - initial reporter address 1: (B)(6).